Manufacturer narrative:
(B)(4). Approximate age of device - 48 days. An autopsy was not performed and the device was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists hemolysis, thrombus and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient was admitted directly to the intensive care unit after laboratory values from an outside facility showed a lactate dehydrogenase level in the 2000 u/l range and a plasma-free hemoglobin of 150s mg/dl. A heparin infusion was started. The patient's inr had been 2-3 leading up to the admission and had been therapeutic throughout lvad support at 2.4 - 2.6. The patient's heart failure cardiologist felt that there was pump thrombosis. The patient reported they felt fine. There were no pump power elevations or any change in other pump parameters noted. Historically, it was noted that early onset pump power elevations of 8-9 watts had occurred for the first few days after implant but had subsequently subsided. Plans for a pump exchange were under discussion; however, on (B)(6) 2016 the patient became symptomatic for stroke, including slurred speech and facial droop. A CT scan revealed a hemorrhagic stroke. The patient's mental status declined to unresponsiveness. A decision was made by the patient's sister to withdraw support on (B)(6) 2016. An autopsy was not performed. No additional information was provided.